Manufacturer narrative:
The insulin pump was received with a constant tone and frozen screen on number version screen; the problem is isolated to the radio frequency board. No missing segments noted during testing. No broken lcd or ink spots noted during visual inspection. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was broken and bleeding. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.